Event description:
It is reported that pt underwent a revision due to pain and fracture of the femoral stem.

Manufacturer narrative:
Evaluation summary: surgical reports and x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, type of and relevant medical history are unk. A definitive root cause cannot be determined with the info provided. Evaluation: review of manufacturing records for the lot codes associated with the proximal body and distal stem confirmed that these devices conformed to specifications. Review of the complaint history indicates no prior complaints for lot codes associated with the proximal body and distal stem.

Manufacturer narrative:
These devices were used in the treatment of a disease. Neither implantation or revision operative notes were returned for review. It was reported that the patient was a large build, standing at (B)(6)" and weighing (B)(6) pounds. X-rays were returned for review, which were sent to an external surgeon for review. The quality of proximal support was noted to be inadequate, and the size and shape of the proximal body was noted to be inadequate. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggests this event to be related to the issues for which zimmer initiated a voluntary device correction of the labeling of zmr porous revision hip prosthesis and zmr revision taper hip prosthesis in (B)(6) 2011. A field action was conducted on (B)(4) 24, 2011 in which zimmer updated the associated labeling to provide further instructions, particularly as it relates to ensuring full proximal support is achieved.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. The device and operative notes were returned for review. The stem has fractured at the junction of the taper body, with the proximal portion remaining in the cone body. A large amount of bone is still present on the tapered stem. Dimensional analysis was not possible. The fracture surface shows fatigue beach marks. The fracture originated in an antero-lateral region near the lateral side and gradually propagated toward the medial side by fatigue. Implantation operative notes describe that the patient tripped and fell, experiencing a fracture. There was a large posterior fragment including the greater trochanter and lesser trochanter, and 2 cerclage cables were used to reduce the fragments after placement of the zmr stem. Revision operative notes state that the patient again tripped and fell onto his upper left leg, causing the fracture. It is noted that there was difficulty in removing the stem because the distal portion was ingrown and could not be extracted. A window osteotomy was ultimately utilized. Notes from (B)(4) 2013 note a history of left hip pain, however the findings of these notes do not suggest a cause related to the total hip arthroplasty. The patient fall appears to be the catalyst to the fracture event.